Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. All available information indicates that as of this time, the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead remains in service. Additional information indicated that system was successfully explanted. No additional adverse patient effects were reported. The rv lead will not be returned for analysis. Subsequent information received indicates that during the later system explant while in the recovery room, the patient developed pulseless electrical activity and died. The hospital staff believe the cause of death was rupture of the patient's known aortic aneurysm and not related to the infection and/or explant procedures.